Event description:
A female patient received left ventricular noga mapping in conjunction with her revascularization procedure. Approximately two hours following the stenting and noga procedure, the patient was noted to have hypotension. A stat cardiac echocardiogram demonstrated a moderately large circumferential pericardial effusion. There was a left ventricular perforation in the posterolateral wall.